Manufacturer narrative:
Patient involvement unknown. Attempts to get patient information yielded no response.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a spi bus failure. Patient involvement unknown.